Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on this right ventricular (rv) lead which resulted in a safety switch. Reprogramming was performed, however, out of range measurements were still obtained. No adverse patient effects were reported. At this time, this device system remains in service.